Manufacturer narrative:
(B)(4). Visual inspection: a 5.5mm aggressive plus in a sealed packaging was returned, after an initial examination of the returned package the alleged claim of foreign material inside the packaging was confirmed. Upon further observation under a microscope, the foreign material found by the account was a color green particle not pertaining to the device, most likely piece of plastic (glove). The probable root cause/s could be environmental conditions, inadequate cleaning process. The failure(s) identified in the investigation is consistent with the complaint record the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign material was found inside the sterile package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that foreign material was found inside the sterile package.